Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with injections of fortum (ip, 250 mg, in 4 bags for 3 hours during dwell daily), reflin (ip, 250 mg in 4 bags for 3 hours during dwell) and heparin (ip, 1000 mg once daily). At the time of this report, the patient was recovering from peritonitis. No additional information is available.